Event description:
It was reported that a (B)(6)-year-old female patient underwent a revision breast augmentation with two 380cc mentor smooth round high profile prostheses and suffered several unexplained systemic symptoms, including back pain, headaches, and heavy sensation. No device issue was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding an expected explantation date. The implantation and event dates were estimated as (B)(6) 2016 and (B)(6) 2020 respectively based on available information. There is a discrepancy between the expiration date (20-apr-2009) and the reported implantation date ((B)(6) 2016). Follow-up was performed. However, no response has been received. At this time, mentor is reporting what was reported from the initial reporter. This report is for the right-sided prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: (B)(4).